Event description:
It was reported that the patient experienced migration of the reservoir of an inflatable penile prosthesis (ipp) to the inguinal area. A replacement surgery was performed. No information was provided about the patient's outcome. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.